Event description:
During a vaginal hysterectomy procedure, inadequate coagulation was encountered with an open forceps. As the surgeon was coagulating an artery, pulsation was first observed and stopped after a few seconds. A second device (same lot #) was used and the same clinical results resulted. The patient experienced a large amount of blood loss and the surgeon finished the case with stitches. The outcome of the patient was good, and did not require a longer hospital stay.

Manufacturer narrative:
During the investigation, the two devices were activated to the correct generator default settings. The devices coagulated the test tissue. The generator asterisks dropped within 10-15 seconds. Continuity checks were good on both jaws, no electrical shorting or opens observed during opening and closing of the jaws. Devices open and close stiffly. Both devices didn't stay ratcheted.